Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed high thresholds and during lead extraction there was a tear of the superior vena cava. The patient developed pleural and pericardial effusions, pneumothorax, and ventricular tachycardia (vt). The patient underwent a pericardial window procedure. The patient expired that evening.